Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to electrically leaky filters, designators fl9 and fl11, from the analog pcb assembly. The leaky filters caused the internal hybrid layer capacitor (hlc) batteries to deplete; however, the device would power on, charge and shock when prompted during testing. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench and a premature low-battery indicator present on the readiness display. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary.